Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving unknown intrathecal medication via an implantable pump. It was reported that the patient developed 3 fat emboli in the third and fourth ventricles. The patient was referred to neurology, who had determined that was likely the result of her intrathecal pump placement. Additional information was received from the healthcare provider via the company representative (rep) reporting that they had not completed any interventions for this patient. This was all the information they had at this time.